Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion error. Boston scientific technical services (ts) performed data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. Currently, this s-ICD remains in service and no adverse patient effects were reported.